Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported difficulty in understanding speech on (B)(6) 2018 . Speech sounds are not recognized, but he is aware of loud sounds. There is no accident or trauma reported. Re-implantation is recommended.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported difficulty in understanding speech on (B)(6) 2018. There is no accident or trauma reported. The implant side appears healthy without redness or swelling. The recipient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Furthermore, one in situ measurement shows poor coupling to the internal device, however based on the available information no cause for that can be determined. To determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient reported difficulty in understanding speech on (B)(6) 2018. There is no accident or trauma reported. The implant side appears healthy without redness or swelling. The recipient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Furthermore, one in situ measurement shows poor coupling to the internal device, however based on the available information no cause for that can be determined. To determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient reported difficulty in understanding speech on (B)(4) 2018. There is no accident or trauma reported. The implant side appears healthy without redness or swelling. Re-implantation is planned, although no date has been scheduled.